Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 55+ mm abdominal aortic aneurysm. It was reported that at the end of the index procedure, during ballooning of the stent graft the distalor the proximal right iliac artery was ruptured. It was reported that the physician quickly implanted a etlw1616c124e limb from inside the previously implanted etlw1624c124e, across the internal iliac and into the right external artery, where the physician believed to be the disruption. Another angiogram was performed and some rupture was still noted. The physician then decided to implant a etlw1620c156e it the higher and lower end on the previously implanted stent graft. Final angiogram was performed with no additional evidence of ruptured artery. As per the physician, cause of the event cannot be determined. It was further reported the patient presented with pain and hypertension approximately 2 weeks post index procedure. A CT scan showed some fluid/old blood in abdominal but no definitive rupture was seen. A possible type ii endoleak was observed. It was decided to explant the stent graft system to further explore the cause of the hypertension. A clot was found by the ima which was consistent with the type ii endoleak observed on CT, it was also reported the aorta and iliac were inflamed. A fem-fem bypass was performed but it was noted the hypertension had not been addressed. It was reported the patient received blood in ICU due to the hypertension but then later expired. It was reported that the actual site of the rupture was distal to iliac limb and either at iliac bifurcation or in proximal right external but not at the level of iliac limb. The etlw1616c124e and etlw1620c156c were implanted after the rupture occurred to cover and contain it.